Manufacturer narrative:
The unit alarmed motor error during basic occlusion test due to faulty fsr (gold). We were unable to verify the a33 alarms due to motor error alarms. The unit was received with a cracked case at display window corners and reservoir tube lip. The unit was received with minor scratches on the lcd window. The unit was received with a missing end cap sticker.

Event description:
It was reported the customer received a compromised force sensor system alarm. The customer could not complete their prime. Customer's blood glucose was 368 mg/dl. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.